Event description:
It was reported that the customer had taken too much insulin and was in coma for about fifty hours because of low blood glucose. It was stated that the patient was under influence of alcohol when this happened.